Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding performed on (B)(6) 2022. During the procedure, the bands did not deploy off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had no bands attached as the bands had already been deployed. All of the bands were returned. The ligator head teeth were damaged/bent. The trip wire was secured. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the returned ligator head had no bands attached. All of the bands were returned and had already been deployed. The ligator head teeth were also bent/damaged. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head, which could have been due to user manipulation, some technique performed during procedure and/or even anatomical factors contributed as well. If the knots got dislocated along the suture thread, it could encounter difficulties releasing the bands, which may have caused the damage on the ligator head teeth (bent). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.